Manufacturer narrative:
(B)(4) . Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, ok key is stuck, which was reproduced. The device evaluation confirmed the ok key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the ok key will occur following the selected key's function. This failure mode does not provide any user opportunities to program delivery parameters nor start an infusion. Evaluation found the #1 key damaged due to external influence as well as a carbon ink bridge across the circuit layer at the ok key. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump's ok key was stuck. It was also reported there was no patient involvement.